Event description:
The customer noted the device arrived with the ultrasound image damaged and it was observed before the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable events occurred due to wear and tear damage with customer mishandling and with increasing use/time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process there was a gap of adhesive on distal end and acoustic lens was peeled, additional findings were as follows: air/water cylinder had discoloration; suction cylinder had discoloration; scope cover plate was detached; up/down knob had a scratch; due to deformation of electrical connector guide pin, water tightness was lost; suction connector was damaged; charged coupled device (ccd) unit was the position of ccd cable limited length for repair; due to damage on ultrasonic probe, the number of missing element exceeded the standard value; due to peeling of acoustic lens, displayed ultrasound image was defective; acoustic lens was damaged; distal end had a scratch; adhesive on bending section cover had a discolored area; and connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1: (B)(6).

Event description:
The evis exera ii ultrasound gastrovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there was gap of adhesive on distal end and acoustic lens was peeled. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.